Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the silicone hysterosalpingography injection catheter balloon was placed inside the patient and inflated as expected but would not deflate after the procedure was completed. The product was pulled through the cervix. The patient did not experience any adverse effects due to this occurrence.